Event description:
It was reported that via merlin.net, far p-wave oversensing and non-sustained lead noise due to paced t-wave oversensing were observed. Programming changes were made and resolved the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.